Event description:
It was reported that approximately two years after implant the patient experienced skin necrosis and a slight infection at the implant site. The leads had eroded through the skin. The implantable pulse generator (ipg) and leads were explanted and replaced. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5076-52 lead 2012-05-28. (B)(4).